Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was states that the customer was dizzy and hallucinating. Blood glucose value was over 500 mg/dl. Adverse event was mentioned while troubleshooting for delivery anomaly initially reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-49194.